Event description:
Event description guidant received information that this pacemaker was explanted due to being included in the advisory/recall for the second population of the pdm population. The field clinical representative thought that the device was pacing at high rates, even with the patient at rest. The daily measurements were checked and they appeared to be good over the last year. The device was removed and the atrial lead surgically abandoned, due to the patient being in a chronic atrial fibrillation.